Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 47494500411, 4.5 mm l-buttress plate angled left 4 holes 85, lot #: unknown. Catalog #: 47494500412, 4.5 mm l-buttress plate angled right 4 holes 85, lot #: unknown. Catalog #: unknown, unknown screws, lot #: unknown, qty. (B)(4). Report source: france. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02741, 0001822565-2022-02743, 0001822565-2022-02745, 0001822565-2022-02746, 0001822565-2022-02747, 0001822565-2022-02748, 0001822565-2022-02749, 0001822565-2022-02750, 0001822565-2022-02752.

Event description:
It was reported that there was device loosening and migration of the device six months postoperative. Attempts have been made and there is no further information at this time.

Event description:
Upon receipt of additional information, it has been determined that the left plate and screws were not explanted. Hence the device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available records identified the following: surgical skin staples are present. There is backing out of the proximal tibial plate screw with bony fragmentation of the intercondylar eminence and lateral tibial plateau. Single screw within the medial tibial plateau demonstrates radiolucency suggesting loosening. There has been interval placement of a right total knee arthroplasty with cement and screws involving the lateral tibial plateau. Overall fit and alignment of the implants is appropriate. Normal bone quality. Eventual collapse of the intercondylar eminence and lateral tibial plateau. Upon receipt of additional information, it has been determined that the left plate and screws were not explanted. Hence the device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
It was reported that there was necrosis, poor bone quality, and migration of the device six months postoperative of a right tibia fracture repaired with plate and screws. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.